Event description:
It was reported that the insulin pump had a cracked battery compartment. The customer stated that the insulin pump was chipped where the battery cap screws in and that a piece was missing from the battery compartment. She did not know the blood glucose reading, and she did not know how the damage had occurred. She also reported having issues with her sensor and sensor-related alarms. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had broken battery tube threads, minor scratches on the display window, a cracked case near a display window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, stained address and serial number label and a stained end cap sticker.